Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.

Event description:
It was reported that during an spinal procedure, a bur broke off in the drill attachment. Back-up equipment was readily available and the procedure was completed as planned. There was no report of pt or user injury, or of any adverse consequences associated with this event.